Event description:
This is filed to report the device becoming dislodged from one leaflet. It was reported that a combined mitraclip and amplatzer procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Two xtw clips were implanted successfully, reducing the mr to grade 3-4. It was noted that while trying to place the amplatzer vascular plug between the two implanted clips, the plug pushed the second implanted clip (21118r1001) off of the anterior leaflet. Subsequently, the physician decided to abort the procedure with no change in mr. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported unchanged mitral regurgitation was due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda was due to the amplatzer vascular plug (avp) catheter interacting with the clip. The reported device damaged by another device associated with the avp-clip interaction was due to procedural circumstances (advancing/ positioning of avp catheter following clip deployment). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.